Event description:
Info was received that the unit did not alarm "when turned off incorrectly" (the sibling alarm was not functioning to specification). The malfunction was identified after the check out procedure by the customer. There was no pt involvement or harm. A repair evaluation was performed and it was confirmed that the unit's sibling alarm was non-functional. A capacitor on the cpu board was replaced to correct the problem. All other alarms; (apnea, high-heart rate, low heart-rate, etc.) Were functioning correctly. There was no pt harm. No further action planned at this time.